Event description:
"Ventilator o2 module malfunctioned prior to ventilator being applied to the patient. The ventilator became inoperative. The ventilator was removed and another ventilator was used." This is the second failure of eight total modules (two per machine). Facility has ordered replacements for the rest. Net searches show others with similar problems. Co has replaced the failed module but the others are backordered. These are about seven years old. The modules were not "hot swapped" as suggested by the co in a canadian web annoucment facility found. The new module appears to be totally reworked elimiating the series choke to the servo valve.